Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this insertable cardiac monitor (icm) was suspected to be depleting prematurely as it reached battery recommended replacement time (rtt) with less than a year of being implanted. Boston scientific technical services (ts) and engineering confirmed the battery appeared to be depleting more quickly than expected. The patient underwent a surgical intervention to remove the icm and implant a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned product found evidence of lithium clusters in the battery, which creates electrical "shorting".

Event description:
It was reported that this insertable cardiac monitor (icm) was suspected to be depleting prematurely as it reached battery recommended replacement time (rtt) with less than a year of being implanted. Boston scientific technical services (ts) and engineering confirmed the battery appeared to be depleting more quickly than expected. The patient underwent a surgical intervention to remove the icm and implant a new device. No additional adverse patient effects were reported.